Event description:
It was reported that during preventative maintenance, the external pulse generator (epg) failed the sensitivity test. The epg will be returned for recalibration. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.